Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is not available by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, 4 years 11 months post procedure the patient was revised due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Radiographs were provided and not reviewed ref, dl1479032. A definitive root cause cannot be determined. Per package insert 87-6204-022-23: instability is a known adverse effect of the procedure. No corrective actions, preventive actions, or field actions resulted after the investigation of this event.

Event description:
No further event information available at the time of this report.